Manufacturer narrative:
Follow up #2 10/02/2013 correction.the date of evaluation by product analysis should reflect 09/10/2013.

Manufacturer narrative:
Follow-up #1 10/02/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2013 with the following findings: the pump black box history showed that loss of prime warnings had occurred associated with low, non-zero force. The pump successfully performed the rewind, load, and prime steps and the pump was exercised for 24 hours without losing prime. A force sensor calibration test was performed and confirmed that the force sensor was within calibration. The pump was opened and the force sensor was inspected with no defects identified. The reported loss of prime issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.